Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced bleeding, sui, inflammation, and vaginal mesh erosion. It was reported that the patient underwent a revision surgery (B)(6) 2010 and mesh removal on (B)(6) 2014. It was reported that the patient had previously underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted, which was captured in a separate file. No additional information was provided.